Manufacturer narrative:
The customer complaint of unintended disconnections could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that when attaching the IV tubing to a saline lock that has a positive pressure cap the tubing would not stay connected and leak at the luer lock . There was no report of patient harm.